Event description:
During routine post-op x-rays, the surgeon discovered the burr tip was inside the pt's knee. The pt was brought back to the or to remove it. It was a half hr delay in the operation to remove the loose burr.

Manufacturer narrative:
Device has not been returned for eval.